Event description:
In 2002, the patient was implanted with an scs system. The patient was having trouble charging his ipg. A replacement charger was sent and successfully charged the patient's ipg. After charging though, it was observed that the ipg was having difficulty hold a charge. The patient will be having his current ipg replaced due to its inability to hold a charge. No date has been set for the replacement procedure.

Manufacturer narrative:
The lot information for the patient's device is unknown and no product was returned to analyze. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.